Event description:
It was reported that review of data in the remote home monitoring system noted this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) had a history of oversensing of noise. The oversensing resulted in delivery of inappropriate shocks in several episodes that began shortly after implant. The patient was seen for evaluation and noise was able to be reproduced in all programmed vectors with movement of the left arm. Less noise was observed when the primary sensing vector was programmed to alternate, so the device was programmed to alternate. The device and electrode then exhibited t-wave oversensing after the patient returned home, and an additional inappropriate shock was delivered. The patient was then admitted to the hospital, tachycardia therapy was programmed off and surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that further review of the noise episodes was requested. Technical services (ts) reviewed the stored episodes and discussed that the reported noise appeared to be consistent with myopotentials. Additionally, the position of the subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be higher than usual. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of data in the remote home monitoring system noted this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) had a history of oversensing of noise. The oversensing resulted in delivery of inappropriate shocks in several episodes that began shortly after implant. The patient was seen for evaluation and noise was able to be reproduced in all programmed vectors with movement of the left arm. Less noise was observed when the primary sensing vector was programmed to alternate, so the device was programmed to alternate. The device and electrode then exhibited t-wave oversensing after the patient returned home, and an additional inappropriate shock was delivered. The patient was then admitted to the hospital, tachycardia therapy was programmed off and surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that further review of the noise episodes was requested. Technical services (ts) reviewed the stored episodes and discussed that the reported noise appeared to be consistent with myopotentials. Additionally, the position of the subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be higher than usual.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.